Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to experienced excessive force. Dimensional evaluation found component to be within appropriate design specification. The surgical technique states, "for final tightening 4mm screws and 5mm screws, the 3.5 solid inserter long or the 3.5mm solid inserter-short should be used."

Event description:
It was reported patient underwent a corrective osteotomy for malunion on (B)(6) 2013. During the procedure, the inserter connector short fractured into the screw after inserting the screw. As a result the tip remained in the screw and the surgeon completed the procedure with the inserter short.